Manufacturer narrative:
Device is contaminated and will not be returned.

Event description:
It was reported that the embolectomy catheter balloon blew up and it was broken in different pieces, during the arterial embolectomy procedure.